Event description:
Rptr c/o three-year history of fatigue. She also c/o dryness of eyes, mouth, constant nasal congestion, pain in lower back and evidence of sjogren's syndrome confirmed by ophthalmologic exam.